Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was reported via remote transmission and was having shortness of breath. The patient claims the implantable cardioverter defibrillator was not vibrating. More information was requested but not provided.